Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/56 years old. The date of death is not available at the time of this report as there is no indication of specific serial number/patient information. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: influence of left bundle branch area pacing on left ventricular systolic synchronization and prognosis in patients with chronic systolic heart failure. Chinese journal of cardiovascular rehabilitation medicine. 2024. Vol. 33, no. 6. Doi: 10.3969/j.issn.1008-0074.2024.06.25. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the influence of left bundle branch area pacing (lbbap) on left ventricular systolic synchronization and prognosis in patients with chronic systolic heart failure. Patients were divided into two groups, those with lbbap and those with right ventricular pacing (rvp). The authors described patient deaths in both groups; three deaths in the rvp group occurred three months post implant which included two due to cardiovascular accidents and one due to a cerebrovascular event. The two deaths in the lbbap group were due to cardiovascular events which occurred six months post implant. The specific cardiovascular events were not given but included acute myocardial infarction and sudden cardiac death. There is no allegation of device/lead-death relatedness indicated in the article; however, the cause of death and device/lead-relatedness has been requested but not yet received. The status of the devices and leads is unknown. No additional adverse patient effects were reported.